Manufacturer narrative:
(B)(4). Concomitant medical products: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm. Model #: sc-2218-70e, serial #: (B)(4), description: trial linear st lead, 70cm.

Event description:
A report was received that the patient was not feeling well, febrile and was experiencing some chest discomfort post trial procedure and the patient was taken to the hospital. It was believed that the patient's body was rejecting the device however the physician found no true evidence of. It was noted that the patient turned the stimulation off immediately after the symptoms began but symptoms still continued. Due to unknown etiology, the stimulation was never turned on nor tested. The patient underwent an explant procedure.